Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor device leaked an unspecified drug from the filling port after the device was filled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from september 16, 2014 to september 17, 2014. The device was received for evaluation. Visual inspection revealed that the blue winged luer cap was not tightened. The cap was tightened, and a functional leak test was performed. No signs of leakage were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.